Event description:
Still having respiratory and other symptoms since stopping this CPAP and now on albuterol inhaler. In march started having respiratory problems and infections. Have been on antibiotics twice since. Saw doctor in june and was given inhaler and dx with copd. Never got better. Called the np-c office in september. Had another rx for antibiotic. No better and still having resp. Problems. Cxr was normal. Now still having med probs. My care providers were not aware of this problem and were astounded when I told them I stopped using it as requested by the maker, philips respironics. I am really not sure if they believed me as they did not respond or tell me what to do instead. I am using the machine for sleep apnea. Sec #8. A fib corrected with ablation surgery. Still having many sick days and flu like symptoms since stopping this CPAP.